Event description:
The distal screw was found broken. Bone union was noted. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of this event is ot associated with the device but rather is pt related.